Manufacturer narrative:
Possible lots with associated manufacture and expiration dates: 13778914, manufacture date: 03 oct 2023, expiration date: 01 oct 2028, 14282404, manufacture date: 20 jan 2025 , expiration date: 01 jan 2030. Investigation summary: received one (1) used 011-mc100 microclave for inspection. The silicone plug was stuck down as received. Fluid residuals were observed inside of the internal spike. The reported complaint of restricted flow can be confirmed due to the dried-up residuals. The probable cause of the restricted flow and stick down is unknown. The possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A patient reportedly bled through a microclave¿ clear connector during a CT contrast imaging test procedure at the location of the patient's cannula and the microclave. The pressure limit of 325 psi was exceeded (with no reason explained), and as a result, the injection speed decreased considerably and the imaging was not optimal. After the imaging, the patient bled through the microclave, it was then noticed that the rubber part of the microclave had sunk in. Also, at least on may 13, it was noticed that for several patients, the pressure limit had been exceeded for an unexplained reason, which is very rare. There was no patient harm reported.